Event description:
It was reported that the device exhibited an alarm for no disposable, pump will not run. No bubbles were observed. It was not possible to obtain settings. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.